Event description:
It was reported that one-day after the implant of a right ventricular (rv) lead, the patient experienced syncope. There were no visible changes on x-ray, however the rv lead exhibited no capture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.